Event description:
(B)(4) received a call on 06/17/2016 reporting a medical attention that ocurred on (B)(6) 2016 @ 12:00am. Patient (B)(6). Patient stated that the prodigy meter was giving her different readings. (B)(6) took a total of 4 readings with results of 33mg/dl, 27mg/dl, 31mg/dl and 272mg/dl. (B)(6) was prompted to take insulin because of the last reading which was 272mg/dl. (B)(6)'s normal glucose reading around the time of day of the event is 100mg/dl - 110mg/dl. (B)(6) was experiencing symptoms of sweating, couldn't see, words were slurred, didn't know anything about her surroundings. Paramedics were called and while waiting bv went into a diabetic coma. Upon arrival paramedics performed a blood glucose test but (B)(6) does not remember the results. Paramedics transported (B)(6) to ER and she was admitted. (B)(6)'s blood glucose was tested at the ER with a result of 17mg/dl. Patient was administerd glucose and saline. (B)(6)'s blood glucose prior to discharge was 100mg/dl. Total stay in hospital was 3 days.prodigy sent replacement and prepaid envelope requesting return of suspect system.